Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to corroded motor home switch. The device was unable to perform the prime and unexpected restart tests due to motor error alarm. The insulin pump had a cracked case at the display window corner, cracked reservoir tube, broken reservoir tube lip, minor scratches on the lcd window and it was missing the end cap sticker. (B)(4).

Event description:
Customer reported via phone call motor error alarm on their insulin pump. Customer's blood glucose level was 160 mg/dl. Customer took the battery out of the device, then placed it back in and received an unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. The alarm history could not be checked due to a compromised force sensor system alarm. Customer was unable to clear the alarms because the act and esc buttons were not responding. Customer received a compromised force sensor system alarm while filling the tubing. Troubleshooting for the prime rewind was performed. Customer was advised that during seating the force sensor did not detect the reservoir as a result of the compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.